Event description:
Customer reported the left monitor is flashing when fluoroing. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reloaded software. System operates as intended.